Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that the patient had high impedance. Per the neurologist, x-rays had not been taken to assess the impedance. Per the patient¿s sister, the patient has been having bigger seizures. Clinic notes received for the replacement state that the patient had an increase in seizures prior to the high impedance reading. The device was disabled. The patient¿s generator and lead were explanted. During surgery, the surgeon inspected the generator and lead connection and the lead itself but observed no obvious signs of damage that would have caused the high impedance. The devices have not been received by livanova to date. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history records were reviewed for the generator and the device passed all specifications prior to distribution. No additional or relevant information has been received to date.

Manufacturer narrative:
If remedial action initiated, check type; corrected data: initial MDR inadvertently did not select notification.

Event description:
The generator and lead were received. Product analysis was completed for the lead. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. There was no evidence of high impedance. Product analysis was completed for the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No additional or relevant information has been received to date.